Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues observed; no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during testing with the bd vacutainer® sst¿ ii advance plus blood collection tubes, the instrument became blocked. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese: after centrifugation of the blood collection tube, the specimen serum was found to have a gelatinous substance, which caused multiple blockages in the specimen measured by the instrument; the specimen blockage caused a delay in the instrumental results or may have caused the gelatinous substance in the serum to affect the accuracy of the test results.

Event description:
It was reported that during testing with the bd vacutainer® sst¿ ii advance plus blood collection tubes, the instrument became blocked. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese: after centrifugation of the blood collection tube, the specimen serum was found to have a gelatinous substance, which caused multiple blockages in the specimen measured by the instrument; the specimen blockage caused a delay in the instrumental results or may have caused the gelatinous substance in the serum to affect the accuracy of the test results.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.